Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent embolization). No results available since no evaluation was performed (device not returned for analysis). (Root cause cannot be confirmed). Evaluation conclusions: known inherent risk of procedure (stent embolization). Unable to confirm complaint (device not returned for analysis). Other (root cause cannot be confirmed). (B)(4).

Event description:
The physician intended to use an assurant cobalt peripheral stent to treat a calcified lesion in the iliac artery. The lesion was slightly tortuous and had 70 % stenosis. The device was inspected prior to use with no issues noted. The lesion was pre-dilated once with a non-medtronic balloon, at 12 atm for 2 minutes. Sixty five (65%) stenosis remained after the pre-dilation. During positioning, the stent became dislodged from the catheter. No attempt was made to remove the dislodged stent from the body. A non-medtronic stent was used to treat the dislodged stent. A scuba stent was used to treat the lesion site. No further patient complications were reported. Image review: the still image received appears to show the stent in the vessel. It cannot be confirmed from this still image if the stent was dislodged.